Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's device was displaying button error. Troubleshoot and replacement was not able to be done, due to the caller not being hippa approved. The customer's mother will be calling back. Nothing is being replaced or returned at this time.